Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the surgeon could not disconnect an impactor from the reported blade when he tried disconnecting them. The surgeon resolved the problem by moving the impactor and the blade little bit and pushing the button on a protection sleeve, and then the impactor was removed from the blade. Eventually, the surgeon removed the reported blade by an extraction screw and inserted another blade instead to complete the surgery. There was a thirty minute delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is unknown. Additional product code: hwc device was not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.